Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 1mg via an implantable pump. It was reported that the pump flipped in the pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue or diagnostics and troubleshooting performed. The actions and interventions taken to resolve the issue was the physician did a pocket revision to flip it back and suture it down. The pocket revision was successful. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.